Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, on application of gastroduodenostomy anastomosis, the staple line was incomplete distally, another reload was used to fix the staple line. The reload fired midway and then the firing lever stuck. They replaced the cartridge and completed the anastomosis. There was no patient injury.